Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to troubleshoot the issue, and it was determined that the occlusion was due to a blockage in the cartridge. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed the necessary supplies to resume insulin therapy.